Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: ticket stated "pump problem " cleaned and ran an infusion pump test. Pump problem alarm occurred 5 minutes into infusion. Patient status unknown. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.